Manufacturer narrative:
It was reported that the customer is returning all lots after having issues with some harmonic ace instruments unable to rotate the roll axis. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "returning all lots after having issues with some harmonic ace instruments unable to rotate the roll axis." Failure analysis found the primary failure of uncontrolled motion to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed to move intuitively. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. During roll articulation on the system, slight friction and delay to rotate when the hand controls were not moving. Excess friction was observed when manually rotating the main tube off the system. The instrument was transferred to advanced failure analysis (afa) for additional investigation. Afa confirmed the initial fa findings. The instrument roll gears were measured using a pair of calipers. Both roll gears were out of specification, and this contributed to the excess friction. The root cause of this failure is attributed to the manufacturing.

Event description:
It was reported that the customer is returning all lots after having issues with some harmonic ace instruments unable to rotate the roll axis. The instrument has never been used.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further failure analysis was performed. This instrument was transferred to failure analysis engineering for further investigation and initial failure analysis was confirmed. The housing was removed, and the outer diameter of the instrument roll gears were measured using a pair of calipers. Both roll gears were out of specification, which contributed to the excess friction observed.